Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot numbers h11c26055 and h11b24052 with no issues or exceptions noted. A batch review conducted for lot number h11a24039 revealed an exception but does not indicate any issues related to the complaint. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a patient made who mistake/touch contamination and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient was recovering and discharged. At the time of this report, the patient was still taking antibiotics (drug, dose, start date not reported). The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.